Event description:
Per the clinic, the patient experienced skin flap infection at implant site (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). The patient underwent a skin revision surgery twice under general anesthesia (date not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on may 21, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2024.